Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device migration/implant malposition, wrinkling/rippling".

Event description:
Healthcare professional reported "device migration/implant malposition, wrinkling/rippling". This record is for the left side. Device was explanted and replaced.